Event description:
It was reported that the patient presented to emergency room (ER) with hypotension and complete a/v block with ventricular rates less than 40bpm. The doctor applied a magnet to the device and no magnet response occurred. There were no pacemaker spikes present on surface electrocardiogram (ECG) and no telemetry with the programmer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4574 implantable pacing lead implanted: (B)(6) 2005-08-21, 4074 implantable pacing lead implanted: (B)(6) 2005. (B)(4).